Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Donna mitchell (mother) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-5. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst and increased urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is date and open vial date is date are undisclosed. The meter memory was not reviewed for previous test result history: customer feels symptoms of hyperglycemia: increased thirst, increased urination; along with receiving the e-5 message after applying blood sample to strip. Advised customer to seek medical attention if needed. Customer declined to seek medical attention at this time, as he recently took his dosage of insulin (12 units) and will wait to see if the insulin brings down his blood glucose levels. Will follow up with customer in 24 hrs to verify resolution of complaint.